Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified proximal left anterior descending (lad). The lesion was distal to the calcified proximal lad. The physician was unable to get the stent beyond the proximal lad, so he removed the deice outside the patient's body and saw that the distal end of the strut had lifted. The procedure was completed with a prokinetic stent. No patient injuries or complications were reported. Patient's condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material,assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.